Event description:
It was reported that during an open hepatectomy procedure, the jaws did not open after the device was fired on the vascular channel. The device was released by opening the handle by hand. The number of remaining clips were 13. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? It might have occurred around 7th what vessel or structure was the device fired on at the time of the event? The vascular channel. Was the clip fully advanced into the jaws prior to firing? No information. Was there any torquing or twisting of the device present at the time of firing? No information. Was any unexpected resistance felt while firing the trigger? No information. Were any unexpected noises heard? If so, when? No information. Did anything unexpected happen prior to this incident? No information. Was the device fired after this incident in or out of the patient? No information. What were the indications for surgery? No information what was found? No information. Does the patient have any relevant history of surgical treatments? No information if so, what? Did somebody other than the primary surgeon fire the instrument? If so, whom? No information.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality it was noted to have issues holding the clip on the jaw, however, the device fed the remaining clips conforming. The issue found with the completion of the handles cycle, was found to be a result of a non-functional antibackup feature. In order to evaluate the condition of the internal components, the device was disassembled and the antibackup lever was noted to be worn out. It is possible this condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch record was reviewed and no anomalies were noted during the manufacturing process.